Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient's leads had migrated again post-revision. The rep noted that the hcp's office would contact her when the patient came in for an attempt at reprogramming. No patient symptoms were reported regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.